Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6; -6.50/+2.0/057 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2021. The patient experienced excessive vaulting; significant reduction of irido-corneal angles; angle closure; elevated iop; and on (B)(6) 2022 the lens was exchanged with a shorter length lens. The cause of the event was reported as the device.

Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6; -6.50/+2.0/057 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2021. The patient experienced excessive vaulting; significant reduction of irido-corneal angles; angle closure; elevated iop; and on (B)(6) 2022 the lens was exchanged with a shorter length lens. The cause of the event was reported as the device.

Manufacturer narrative:
H3 device evaluation: lens was returned in a vial in liquid. Visual inspection found no visible damage to the lens and with fibers on the lens. Dimensional inspection found the lens within specifications. (B)(4).